Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was 505 mg/dl. Customer advised when they pressed the act button they go to the main menu instead of the bolus wizard. Customer advised the bolus button was unresponsive. Customer advised the issue may have been the battery. Customer advised they would replace the battery and call back if the issue persisted.